Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. A system log review cannot be performed because remote system logs are not available. Note: patient body mass index (bmi) 27.7 kg/m2.

Event description:
It was reported that a patient in a study underwent a da vinci-assisted benign hysterectomy procedure. The surgery concluded without any documented patient harm or injuries. There were no reported malfunctions related to the da vinci system, its accessories, or instruments. Three days later, the patient developed an unspecified infection and was treated with oral and IV antibiotic medications. The event was reported as resolved 28 days later. The study investigator reported the event as mild severity, not a serious adverse event (sae), a clavien-dindo grade ii, not related to the study procedure, not related to the patient's underlying disease status, not related to the da vinci investigational device, and not related to a third-party device.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The system logs updated the surgery from hysterectomy - benign, to hysterectomy- malignant, updated the console surgeon name and updated the system information. An updated ecrf updated the administered antibiotics to piperac/tazobac 4/0.5, intravenous, two doses on [date redated] and one on [date redacted]; ampicillin/sulbactam 2/1 gram, intravenous, two doses on [date reacted], 3 on [date redacted] and one dose on [date redacted]; and, amoxicillin/clavulansaure 1-0-1 orally for 5 days until [date redacted]. See section d for updated system information. See section e1 for updated initial reporter information.